Event description:
Surgeon reported that the flap could not correctly be performed on the left eye during a lasik surgery. The central part of the cornea was not cut off creating an area impossible to be lifted. Patient was sent home waiting for the flap to be reabsorbed (generally 4/6 months). Then surgeon will decide if he performs a prk procedure. Right eye had been operated successfully with the same procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).